Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: c154dwk ICD, implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that during operation the patient's left ventricular (lv) lead had suspected compromised insulation. The physician repaired the lead. No patient complications have been reported as a result of this event.